Event description:
The patient had increased back pain. The patient was referred to another physician. The device system was delivering fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l78690, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient had a catheter revision back in february but the details of why that was done were unknown. No further information was provided. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)